Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, received urgent low alerts, treated with oral glucose (candy), then disconnected and transitioned back to multiple daily injections; the user had discussed the issue with their clinician and sought a different pump, while the device problem and component were characterized as unknown due to insufficient information. Symptoms included hypoglycemia with shaking or tremors, sweating, lightheadedness, malaise, headache, confusion or difficulty focusing, and rapid heart rate. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with the medical device problem and device component remaining unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.